Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, customer reported through email that they were having "multiple issues". Customer requested "remote in" service to troubleshoot. As nk does not have remote access to the facility, the request could not be accommodated. Multiple attempts were made to contact customer but were unsuccessful. Service requested: troubleshooting. Service performed: made unsuccessful attempts to contact customer. Investigation result: device was put into service on 10/29/2015. Customer had not responded to further inquiries about the reported "multiple issues". A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device. Please see attached DHR review form. The root cause could not be determined. Corrected information: f9. Approximate age of device: incorrectly calcuated g4. Date received by manufacturer: should be 12/03/2018 not 11/26/2018 as listed on MDR initial report

Event description:
The customer reported that the device is randomly changed its label on an entirely different department and deleted all of the previous data. The customer also indicated that "the unit also not display battery icons, not transmit waveforms only to have them show up later and a variety of other issues that are eventually going to cause a patient incident." No consequence or impact to the patient.

Manufacturer narrative:
The customer reported that the device is randomly changed its label on an entirely different department and deleted all of the previous data. The customer also indicated that "the unit also not display battery icons, not transmit waveforms only to have them show up later and a variety of other issues that are eventually going to cause a patient incident." No consequence or impact to the patient. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the device is randomly changed its label on an entirely different department and deleted all of the previous data. The customer also indicated that "the unit also not display battery icons, not transmit waveforms only to have them show up later and a variety of other issues that are eventually going to cause a patient incident." No consequence or impact to the patient.